Event description:
In 2008 - reporter said a patient bled from a head surgery, and blood got into the open slits of the low air loss topper. Resolution - I sent another topper. On the event date - no injury being reported.